Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. Product return is requested and product will be evaluated after receipt. In case any new or additional information will be gained from this investigation a follow-up report will be sent. Trend is tracked and monitored.

Event description:
In this event it is reported that a surgiguide that was used in a dental procedure, according to the investigation the implant # 13/25 does not match the planning in simplant editor. It is 2 mm below the crest of the bone. The dentist states they were able to complete the surgery. The patient was in pain and that there was bone loss in the apical area as seen in the radiographs. The surgery occurred (B)(6) 2025; the implant was then removed(B)(6) 2025. There was no graft done to the area, it was left alone to heal.